Event description:
According to the reporter, during an open heart procedure, the device can¿t used after when used 10 firing. To resolve the issue, the surgeon used a new device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.